Event description:
As reported, after pressing the sealant deployment button on a 6f exoseal vascular closure device (vcd) and waiting a few seconds before withdrawing, it was found that the sealant was pulled out with the device. The closure failed and manual compression was used for hemostasis. There were no reported injuries to the patient. This was after a carotid artery stenosis procedure in which the exoseal vcd was selected for puncture site closure. Standard operating procedures were followed when using the exoseal vcd and the operator has extensive experience. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.